Event description:
It was reported that the device has a flashing service wrench and logged a fault code in memory that indicated a potentially critical failure. There were no reports or pt unk associated with this event. Physio-control evaluated the device and observed a lock-up failure. The device would not complete the self-test upon power on.

Manufacturer narrative:
(B) (4): physio-control replaced the main pcb assembly and observed propper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the root cause of the malfunction to be broken off tin whiskers from the metal shield that lay on the pcb around ic chips u50 and u51. Once the tin whiskers were removed, proper assembly operation was observed on the test mock-up device.